Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. The lead exhibited loss of capture. Attempts to change the lead programming resulted in twitching of the patient's arm. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.